Manufacturer narrative:
The device was not returned to edwards for evaluation. The device remains implanted in the patient. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through medical records a patient initially implanted with 25mm mitral valve for 2 years 5 months, underwent a valve in valve procedure for unknown reasons. A replacement device was implanted in the patient. The current patient status post procedure is unknown.

Manufacturer narrative:
Added information to b5. Corrected data. Corrected patient codes f10 as was mitral and not aortic.

Event description:
Patient was discharged.

Manufacturer narrative:
H10: additional information; updated; b5, b7, g4, patient codes, h6: method codes, conclusion code; additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Based on the available information, the root cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: corrected information; device codes

Event description:
Additional medical records received indicated the patient initially implanted with 25mm mitral valve for (B)(4) years (B)(4) months, presented with congestive heart failure. The patient underwent a valve in valve procedure due to stenosis, regurgitation, and pulmonary hypertension. A replacement device was implanted in the patient. The patient status post procedure is unknown.

Manufacturer narrative:
Reference CAPA-20-00141.